Event description:
It was reported that in the middle of a procedure, the device showed an error code. The staff attempted to reset the machine without success. They used a back-up tourniquet to complete the procedure. While switching out the old tourniquet with the new tourniquet, there was a small amount of bleed-through into the surgical site. There were no adverse consequences and no delay reported.

Manufacturer narrative:
The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.